Event description:
It is reported that customer experienced high blood glucose due to reservoir leaks. Customer stated that insulin leaks has happened several times. Insulin passed both o-rings. Customer dried the insulin pump, no alarms. The insulin pump passed the displacement test and self test. Customer to monitor insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.